Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during a laparoscopic left colectomy, ¿when surgeon went to fire stapler the button to fire the stapler fell off.¿ another device was opened and the procedure was successfully completed. No patient consequence was reported.